Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the tubing was bent. Customer's blood glucose level at the time 355mg/dl. Troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.